Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient during the three month timeframe prior to the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer connectors shipped to this account within the selected timeframe. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a peritoneal dialysis (pd) patient discovered fluid leaking from the apd luer lock connector during dwell 3 of 6 of the prior night's treatment. The apd leur lock connector attached a baxter bag to the cycler set. The baxter bag was to be used for the patient's last fill (lf). It was confirmed that the baxter bag was not leaking. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A patient contact also reported that the patient¿s cycler alarmed several times during dwell 3 of 6 of this treatment with a supply bag lines are blocked message. When the message could not be cleared, the patient canceled treatment on the cycler for the night and did not revert to alternate treatment. The pdrn confirmed that fluid did not come into contact with the cycler. Upon follow up, the pdrn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient has completed all treatments and is continuing pd therapy with the same cycler with no further issues. The connector used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.